Event description:
A pt had received a burn on the upper left chest area under an ECG electrode. A megadyne 2000 pad was being used at the time of the incident. The pt received a full thickness burn and is currently being treated by a physician.